Event description:
Related manufacturer reference number: 2017865-2022-06083, related manufacturer reference number: 2017865-2022-06084. It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's implantable cardioverter defibrillator(ICD) revealed an unspecified sensing issue and loss of capture alleged on the device. Additionally the left ventricular (lv) lead and right atrial (ra) lead were both found to have high pacing impedance. The ICD was explanted and replaced on (B)(6) 2022. No intervention was reported to address the lv and ra lead malfunctions. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction :h6: codes should reflect device not being returned.